Manufacturer narrative:
Additional information was received on february 14, 2018. It was discovered that zimmer biomet accidentally created two notifications for the same patient. The same event details and products were reported twice. This case is a duplicate from the original case (B)(4) with manufacturer report number 0009613350-2017-01490. Please invalidate this case from your system. Zimmer (B)(4) will invalidate this case from the system. Zimmer reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: this is a split case with zimmer inc., warsaw reference number (B)(4).

Event description:
It was reported that the patient had an unknown metasul femoral head implanted on an unknown date on the right side and it was revised on an unknown date due to elevated metal ion levels and suspected pseudotumor.